Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed an episode of non-sustained rv oversensing. Review of the egm noted ventricular oversensing of crosstalk. Programming changes were suggested but were not made, as only one recorded instance had occurred. Patient will continue to be monitored closely to see if issue persists.